Event description:
Olympus was informed that the "thunderbeat instrument defaulted. Sign on machine said damaged error. Handpiece was immediately replaced."

Manufacturer narrative:
The thunderbeat hand instrument referenced in this report was returned to olympus for evaluation. The hand instrument was tested using an esg-400 and usg-400 but the damaged error was not duplicated. The thunderbeat probe was examined under a microscope and no fracture was noted but a scratch was found on the grasping section of the probe. The teflon pad was slightly melted. The scratch on the probe indicates that the probe and electrode of the grasping section were in direct contact (jaw closed) without any tissue in between while the output was activated.